Event description:
When moving a loaded transfer cart, a wheel came loose causing the cart to tip.

Manufacturer narrative:
A steris service technician visited the hospital and determined the wheel came loose from the cart and, caused it to tip over. The cart is two years old. It was manufactured on (B) (6) 2006. No serious injury was sustained as a result of the incident.